Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, slight moisture damage was found at keypad traces. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer had to press the calibrate button five to six times in order for the insulin pump to calibrate. His blood glucose level was 105 mg/dl. The customer also had sensor issues. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).